Manufacturer narrative:
According to the facility the user "fell when the chair collapsed". Per the facility it was reported that the user incurred "few broken bones and was able to get security to get her up from the shower floor". Per the facility the user stated that the chair was "less than 2 years, maybe used 1 time a week". No additional information is available at this time, as the facility did not provide additional information on the incident. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the user "fell when the chair collapsed".